Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones and interrogation identified a battery depletion code and remaining longevity of fourteen percent. A boston scientific technical services consultant discussed that the device is likely depleting prematurely. The device remains in service. No adverse patient effects were reported.